Event description:
It was reported by the customer, that they are experiencing pain, loosening and dislocations with their persona tibia component implanted on (B)(6) 2015. The customer initially reported the issue on (B)(6) 2015 but it was not determined until (B)(6) 2015 that the pt was also implanted with a tm patella on (B)(6) 2015. To date, the pt has not been revised for either components; however, it is noted that a revision is scheduled for (B)(6) 2015. Note that the persona tibia is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.